Event description:
The event was reported as: the device was not operating during a surgical procedure. No patient injury or intervention reported.

Manufacturer narrative:
The device sample was requested, but was not received at the time of this report. The results of the investigation are not available at the time of this report.